Event description:
Related manufacturer reference number: 2017865-2024-34544. It was reported that right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to fracture with no patient consequences.